Manufacturer narrative:
A philips representative evaluated the wired ultrasound transducer and determined that, by design, the avalon fm does not deliver sufficient electrical power for a transducer to heat up enough to cause burns. The transducer showed no signs of deformation or discoloration and has never been excessively hot. The alleged "burns" were concluded to be skin irritation or chemical burns caused by cleaning and disinfection residues left on the product. It was also found that the transducer had been subject to unauthorized repair, using non-philips parts for the housing and cable, and is therefore not a philips product anymore. The parts in the customer-provided product may or may not be from the genuine philips m2736a. The findings of unauthorized repair are most likely not related to the customer¿s allegations in the complaint. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the transducer became hot and left small circular red marks on the patient, similar to a burn. This issue did not impact patient care or clinical workflow. The transducer was visually inspected and tested, revealing no visible damage and no significant temperature increase, with and without ultrasound gel. The reported issue was unable to be replicated. No other clinical information or medical intervention was reported.